Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("hip pain"), insomnia ("insomnia"), the second episode of arthralgia ("hip pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (lavh) with devinci method). Essure was removed. At the time of the report, the back pain, insomnia, the last episode of arthralgia and pelvic pain outcome was unknown. The reporter considered back pain, insomnia, pelvic pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: back pain and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter was added, event : insomnia, hip pain, pelvic pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (surgery for essure removal). At the time of the report, the back pain and arthralgia outcome was unknown. The reporter considered arthralgia and back pain to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: back pain and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: quality-safety evaluation of ptc (product technical complaint). On 2-dec-2019: social media received- reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.